Manufacturer narrative:
Date of event: the event date is approximate. The issue is reported to be with the accessory charger of the diamond clean smart power toothbrush system. The complaint was received from a consumer in (B)(6).

Event description:
A consumer reported that their diamond clean smart power toothbrush charger exploded with an electrical spark. No property damage and no injury were reported.

Manufacturer narrative:
Analysis results: the cause of the customer¿s complaint was a burned charger.